Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices hemostasis procedure performed on (B)(6) 2022. During the procedure, the band cannot be shot properly. It was reported that the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.